Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer also reported experiencing blood at site and skin irritation. The sensor was reading 50 or 60, but blood glucose value was 140 mg/dl at the time of the incident. Customer's blood glucose reading at the time of the call was 220 mg/dl. Troubleshooting was performed. The customer was advised about the proper insertion techniques. The customer remove the sensor and stated it had blood, but was not bent. However, the customer mentioned having bent cannulas in the past. The sensor and insulin pump will not be returned for analysis.